Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had improperly shut off during levophed infusion in the mil 4 surgical intensive care unit (sicu) department. Upon transferring this pt from 6hn to sicu, I (rrt nurse) made sure the levophed drip was properly programed into the IV pump. During transport, the pump had improperly shut off. The pump was plugged into wall outlet prior to transport. It was immediately reprogrammed and patient blood pressure remained stable. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11: h11:the device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.